Manufacturer narrative:
Diabetic patient reported that on his second day of wearing the v-go he experienced hypoglycemia and had a blood sugar level of 26. Patient reports he was confused, backed out of his garage with the garage door down, did not recognize his bg was low. Ems/fire department assisted the patient with treatment for the hypoglycemia. There was no allegation of device malfunction. The device was not returned for evaluation. The hypoglycemia in this report is likely use error from the patient taking too much insulin. Depending on when the patient took his novolin injection, he may still have had some novolin insulin on board when he applied the new vgo. Additionally, bolusing more insulin than prescribed/required can cause hypoglycemia.

Event description:
Diabetic patient reported that on his second day of wearing the v-go he experienced hypoglycemia and had a blood sugar level of 26. Patient reports he was confused, backed out of his garage with the garage door down, did not recognize his bg was low. The neighbors called the fire department. Ems/fire department assisted the patient with treatment for the hypoglycemia. Patient was not able to tell the about the treatment used. Pre-vgo the patient was on novolin 70/30 40-60 units daily (depending on his bg value) and his bg was in the low 100 range. On the vgo 30 the patient was prescribed 4 clicks per meal. The patient did not wear vgo the night (B)(6) 2018 or early morning of (B)(6) 2018. He took novolin 70/30 at bedtime on (B)(6) 2018 (dose unknown) he applied a new vgo at 10:30 am, he bolused 6 clicks instead of 4 and had the hypoglycemia around 11:16 am.

Manufacturer narrative:
V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here. (B)(4).